Event description:
In early april, md took follow-up x-rays and noted two set screws were dislodged. Hardware originally applied in '04 for an l4-s1 lumbar decompression fusion. Md will leave in place. Patient has fused.